Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt developed hemolysis with elevated ldh 1803, pfhgb 296, and urine was red. An echo was performed and revealed that the aortic valve was opening with every beat and the pt was experiencing pulsatile flow. The pt's lvad was exchanged. The pt remains ongoing with the new lvad.